Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.

Event description:
Additional information received indicated additional post-paced t-wave oversensing (pptwos) was noted on the device after reprogramming. Abbott technical support was contacted and additional reprogramming was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.